Event description:
The facility reported an underinfusion. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -10.0% from the desired amount. A corrective and preventative action has been initiated.